Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior fusion at l4-5, l5-s1 using rhbmp-2/acs. It was reported that in or around 2006 the patient was diagnosed with chronic pain, radicular pain, excess bone growth, an inflammatory reaction to infuse, osteolysis, and other unspecified injuries. It was reported that the patient has never recovered from his surgery and he continues to have disabling pain that prevents him from performing many basic activities of daily living.